Event description:
Additional information was received from a family member of the patient reporting that the patient had an appointment with their health care professional (hcp) on (B)(6) 2016 to interrogate the device and reprogram if needed. The patient was implanted for incontinence; however, the caller could not provide any information regarding utis or history of utis. It was reported that the patient was having some type of antibiotic resistance to the drugs used to treat utis. The caller thought it was vancomycin-resistant enterococci (vre) but was not sure. There was no resolution at the time of the call.

Event description:
The daughter of the patient reported that the patient has a loss or change of therapy as of (B)(6) 2016, and are getting a lot of utis which they believe is because their bladder is not emptying all the way. It was stated that they think the device needs to be reprogrammed because the son of the patient changed the settings and they don't believe it is set correctly. They are currently seeing the power on reset (por) message on the patient programmer (pp) so they can't do anything with the stimulation settings. The pp has not been used in a long time and they tried to adjust stimulation and saw the por message. The patient also had a fall in (B)(6) 2015 and went to the hospital and had several scans done on the femur bone. It is unknown if the device was exposed to any emi and the fall was not alleged to be related to the device. Indication for implant is urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.